Event description:
Lead management procedure to remove four leads due to svc syndrome. Patient presented into this procedure in extremely poor state. The decision was made to conduct this procedure through a sternotomy simultaneously with the ep performing lead extraction from the pocket in an effort to reduce the amount of potential damage from manual extraction through sternotomy only. The ep began the extraction from the pocket using a 14f and 16f glidelight; however due to severe calcification of the leads the physician traded these devices for an 11f tightrail mini. The tightrail was then upsized to a 13f tightrail. A drop in blood pressure was noted and an immediate treatment was given to the injury located in the innominate. The physician believes that calcium had likely adhered the lead to the vessel wall which would have resulted in vascular damage with any extraction tool or type. The patient survived the intervention.

Manufacturer narrative:
Device 510k number has been corrected to reflect the most current and up to date number, as of the date of the initial report.